Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued use of his scs system for approximately 8-10 months due to the use of a morphine pump. Subsequently, the ipg would no longer communicate with any external devices. As such the device was deemed inoperable. Surgical intervention may be undertaken as the next course of action.